Manufacturer narrative:
.

Event description:
The patient reported experiencing dizziness, nystagmus, tingling in legs and feet, changes in gait, worsening of preexisting tinnitus, "rollercoaster pain levels" and "feeling as if his head in a barrel" which makes him feel that his brain takes "a while to catch up" with what his eyes are seeing. The patient began receiving prialt monotherapy in 2007 for crps. Within 2-3 days, the patient began experiencing the reported events. The tingling which the patient feels in his legs and feet is different from the burning type of pain that he normally experiences with crps. The tinnitus which the patient had prior to beginning prialt therapy is now "excessive". The patient reports experiencing several episodes of dizziness and on two occasions nystagmus. The patient is satisfied with the pain relief but notes he experiences "rollercoaster pain levels". Prior to prialt therapy, the patient's pain level consistently ranged from 7-10, since starting prialt, the pain levels are from 2-10. Concomitant medication include percocet for breakthrough pain. The patient plans to follow up with the hcp. Additional information has been requested but was not available on the date of this report.